Event description:
It was reported that the lifepak 12 quick look function was inoperative and the therapy cable was found defective. There were no patients involved with the reported incident.

Manufacturer narrative:
Physio control evaluated the device and verified the reported failure. The quik-combo therapy cable was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.